Manufacturer narrative:
Based on the completed investigation, the plastic distal end cover burn was likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. However, the root cause could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: (B)(4). Rev.: 2 section: event 2: distal end cover (c-cover) is burned is the reported risk/harm listed in the IFU? This event is detectable and preventable by handling device in accordance with the following IFU. IFU document no.: (B)(4). Rev.: 02 section: 3.3 inspection of the endoscope 4.3 using endotherapy accessories. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the c-cover had a burn due to close proximity to a high-frequency treatment device. There was no patient involvement.